Manufacturer narrative:
E1 (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported about 5 cm of the cord peeled off during inspection for use involving an olympus camera head. There was no patient involvement reported.